Event description:
Surgeon performed a rotator cuff repair in 2001. The pt complained of still having pain and the dr performed a second procedure in 2002. Surgeon found that the head of the mitek cufftack anchor's had broken off. He removed the cufftacks and implanted two more. The pt was reported to be fine at this time.